Manufacturer narrative:
The actual lot number of the device involved in this complaint was not provided. As the lot number was not provided, it was therefore not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. The device involved in the complaint was not available to be returned for evaluation; therefore, the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. With the information provided a document based investigation was carried out. According to the physician: the stent was placed upside down by mistake in the pancreatic head. It was not a matter of the device malfunctioning. According to the instructions for use, ifu0045-3, the potential complications section of IFU states the following "those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast of medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with pancreatic stent placement include, but are not limited to: trauma to the pancreatic tract or duodenum, stent migration." Prior to distribution, geenen pancreatic stent devices are subjected to 100 percent inspection to ensure device integrity. As the lot number of the device involved in this complaint was not provided, it was not possible to conduct a review of the device manufacturing records for this device. Product management have also advised that stent migration is a known risk of biliopancreatic stenting procedures. The two year complaint history has been reviewed and the likelihood of this type of occurrence is low. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The physician placed the stent upside down by mistake in the pancreatic head. The stent migrated into the pancreatic duct. The stent was removed using a basket and a snare. The patient developed pancreatitis. The physician took CT images and performed ivh, and completed the procedure. A section of the device did not remain inside the patient's body. The patient's condition is unknown was not provided by reporter.